Manufacturer narrative:
Engineering investigation: procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation (unable to use device after insertion) or assign a primary device failure mode. The primary reported complaint of partial deployment was confirmed. The zipper of the returned gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was observed to be deployed to the turnaround. However, the deployment failure with stuck deployment line as reported could not be replicated. Deployment of the returned vsx device was successful when pulling the deployment line from the hub. Replication of deployment failure is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Other damage observed (bowstringing of endoprosthesis, kink in distal shaft) is consistent with a stuck deployment line during attempted deployment as reported. The root causes of the partial deployment with stuck deployment line cannot be established with the available information.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that the catheter was advanced through an 8 fr terumo sheath over a 35¿ terumo radio focus guidewire to the lesion. After pulling the deployment line, the deployment line got stuck at the turn around point and no deployment was possible. The delivery catheter was removed from the patient without any problems and outside the patient the vsx-device could not be deployed. Unfortunately, no other device in a similar seize was available, so that the physician decided to perform a surgical treatment on the patient. The patient tolerated the procedure.

Manufacturer narrative:
A patient information: a1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a3/a4: no patient details were provided. C suspect product: c1: name and strength: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 23612712. H3 other: the device is on the way back from the hospital to the manufacturer for further investigation. H6 evaluation codes investigation results code c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.